Manufacturer narrative:
(B)(4). Device evaluated by MFR: visual analysis of the returned device revealed there is a kink in the device approximately 13mm from the distal tip in the neutral position. The kink is between r1 and r2. The r1 seal is split at the top of the kink bend. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The catheter was placed on the curve template and the device passed both right and left curves tests. However, the device has a kink at the distal section at approximately 13mm from the tip. The distal section was dissected. No body fluid under rings or in sheath. The kevlar wrap is displaced and the center support is bent. One of the steering wires is detached; there is evidence of solder on both the center support and the detached steering wire. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on returned device analysis completed november 22, 2016 it was reported that the steering wire broke. An intellatip mifi xp temperature ablation catheter was selected and advanced for use. During the procedure, the catheter would no longer curve in one direction. The catheter was removed and the procedure completed with another of the same device. No patient complications were reported and the patient's status is fine. However, returned device analysis revealed the ring seal was compromised.